Event description:
It was reported that the intraocular lens was explanted due to glare and halos. Another lens, same model was implanted. No further information was provided.

Manufacturer narrative:
(B)(4). A review of the manufacturing records for the intraocular lens showed no deviations or nonconformities. The diopter measurement records were verified and were shown to be within specifications. This was in compliance with the labeled dioptric power of 20.5 diopter for this lens. The batch passed all acceptance criteria for all tests performed and was within all specifications. The intraocular lens was returned to our manufacturing facility and underwent a visual inspection. The visual inspection showed that the returned lens was covered with contamination, likely due to the implant and explant process. No optical deviations on the optic were found. The lens passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process. No production related cause was found. All pertinent information available to abbott medical optics has been submitted. Placeholder.